Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with a failure code 806:10 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4)

Event description:
This is a report of a colleague infusion pump with a failure code 806:10. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention. The software for this device is currently not known. No additional information is available.